Manufacturer narrative:
(B)(4). Date sent: 10/16/2020. Additional information was requested and the following was received: what were the indications for surgery? Right colon resection with ileocolonic anastomosis for mass removal. Was there any calcification of the vessels? No. Could there have been any tumor invasion into the vessel? No. Were any clips used in the area of the firing? No. Was the device closed and then reopened to reposition prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Was the tissue retaining pin placed automatically or manually: dr doesn¿t remember can more information be provided on the shape of the staples? Looked normal what is the current patient status? Patient still sick and still in hospital. She is better than a week a ago. How was the leak identified? 3 mm defect in the stapler line. How addressed? Resected the anastomosis and preformed an ileostomy. How was the anastomosis created and what devices were used? No. What was used to create the common opening? Curved mayo scissors. What was used to close the common channel? Tx60b. Does the surgeon believe that the tx line led to the leak? Physicians stated that is not where the he would normal see an issue. He stated he can¿t prove it was the stapler however based on the facts of the case it would make since.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Can more information be provided on the shape of the staples? What is the current patient status? How was the leak identified? How addressed? How was the anastomosis created and what devices were used? What was used to create the common opening? What was used to close the common channel? Does the surgeon believe that the tx line led to the leak?

Event description:
It was reported that a patient went in for a right colon resection the doctor resected the colon using the tx60 and the surgery went well. The patient later in recovery got very sick and the patient was taken back into surgery and a leak was found as small as tiny pinhole on the middle of the ileocolic anastomosis staple line. The doctor said it looked like as if 1 or 2 staples fell out or didn¿t fire. He really doesn't know why the leak happened. Patient is still in the hospital and prognosis is unknown at this time.